Event description:
It was reported that cassette issues occurred, and the dso resets @ 087mv. No patient injury reported.

Manufacturer narrative:
The device was returned to smiths medical. Unable to duplicate customer stated problem "cassette issue" dso rests at 1087mv. However, there were multiple cassette not attached error alarm messages found in the device ehl log. Device failed the occlusion tests. We replaced the dso sensor for preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.